Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
"According to the reporter, intra-operatively, the device took large bit of tissue and the jaws became locked and would not open." They need to forcibly open the jaw. There was no patient injury.